Event description:
It was reported by service report that there were various issues with the bed.

Manufacturer narrative:
H6 other - there are various issues regarding this product which is still under investigation.